Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 455 mg/dl. Troubleshooting was declined for high blood glucose because customer was already treated for the high blood glucose. The sensor will be returned for analysis.